Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('there are embedded metallic essure wire at the bilateral cornua') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A22176) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, hyperlipidemia, abdominal pain, syncope vasovagal, hyperglycemia and tongue neoplasm malignant stage unspecified. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("anemia"), menorrhagia ("menorrhagia"), headache ("headaches"), psychological trauma ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (transvaginal hysterectomy bilateral salpingectomy.). Essure was removed. At the time of the report, the embedded device, psychological trauma and post procedural complication outcome was unknown and the pelvic pain, iron deficiency anaemia, menorrhagia and headache had resolved. The reporter considered embedded device, headache, iron deficiency anaemia, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient received treatment for events ¿ anemia, menorrhagia , headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: non filling of the fallopian tubes consistent with patent sterilization. 2. Rounded lucency within the uterus suggests the possibility of a leiomyoma. This could be better evaluated without pelvic ultrasound if clinically indicated. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record, headaches, menorrhagia. Most recent follow-up information incorporated above includes: on 16-mar-2021: medical record received lot number was added. Event " there are embedded metallic essure wire at the bilateral cornua" was added. Reporter information, lab data and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('there are embedded metallic essure wire at the bilateral cornua') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A22176) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, hyperlipidemia, abdominal pain, syncope vasovagal, hyperglycemia and tongue neoplasm malignant stage unspecified. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), iron deficiency anaemia ("anemia"), headache ("headaches"), psychological trauma ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (transvaginal hysterectomy bilateral salpingectomy.). Essure was removed. At the time of the report, the embedded device, psychological trauma and post procedural complication outcome was unknown and the pelvic pain, menorrhagia, iron deficiency anaemia and headache had resolved. The reporter considered embedded device, headache, iron deficiency anaemia, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient received treatment for events ¿ anemia, menorrhagia , headaches diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: non filling of the fallopian tubes consistent with patent sterilization. 2. Rounded lucency within the uterus suggests the possibility of a leiomyoma. This could be better evaluated without pelvic ultrasound if clinically indicated. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record, headaches, menorrhagia, lot number: a22176, manufacturing date: 2012/06, expiration date: 2015/06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-mar-2021: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("anemia"), menorrhagia ("menorrhagia"), headache ("headaches"), psychological trauma ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the pelvic pain, iron deficiency anaemia, menorrhagia and headache had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered headache, iron deficiency anaemia, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient received treatment for events ¿ anemia, menorrhagia , headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received-event injury updated to pelvic pain. New events anemia, menorrhagia , headaches, psych injury, post removal complication were added. Outcome of pelvic pain updated to recovered / resolved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.